Manufacturer narrative:
The customer reported the device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported leaking an unknown biohazard or chemotherapeutic medication. The spiros was in use for 1 hour. No additional information was provided.